Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the tracking arm was damaged. Follow up with the customer noted that they thought the arm was just getting old and failing to stay tight over time. There was no patient present when this issue was identified.